Event description:
A customer reported that segments were missing from all digits in the display. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.